Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.